Event description:
The facility alleged that the head section is drifting down.

Manufacturer narrative:
The facility found that the left CPR handle was stuck and the handle pivot plate was slightly bent. The facility repaired the bent pivot plate to repair the bed.